Event description:
The report received indicated that after removing the device from the protective sheath and flushing the cypher, the physician observed the tip of the stent delivery system (sds) was deformed further confirming a flaring of the stent at the distal edge. Consequently, the physician used a different cypher (same size) to conduct the procedure successfully.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product is not available for evaluation and/or testing. Add'l info will be submitted within 30 days upon receipt.